Manufacturer narrative:
A review of synthes device history record for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post 11mm 130 degrees ti cann troch fixation nail, 11.0mm helical blade and 5.0mm locking screw implanted on (B)(6) 2011 had a failed fixation. The tfn nail cut posteriorly through the femoral head on an unk date. Pt was returned to operating room on (B)(6) 2011, hardware was removed and pt was revised to a total hip. This is one of three reports for this event.

Manufacturer narrative:
(B)(4): additional information.there were minor marks from implantation and surgery. The part was measured to full dimensional inspection requirements found no out of tolerance features. The raw material was verified with niton 06 and passed. No non conformities were noted. (B)(4): placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Not previously reported. Additional code: hwc. This failure can be very difficult to predict because in addition to the design, there are other factors that can contribute to the condition; such as bone quality, implant choice, fracture pattern, compliance with post operative mobility, etc. The implant construct did function for its intended use. The helical blade did slide and collapse as would be expected from the post operative x-rays. The basilar neck/intertroch fracture did seem extended and could have been reduced additionally to provide initial support against the medial side of the nail. The distance from the tip of the blade to the subchondral bone was further than desired; the synthes ti trochanteric fixation nail system technique guide states that tip of guide wire used prior to helical blade placement should be stopped 5mm from subchondral bone. The post-op x-rays also show comminution inferior of the blade shaft, i.e. Lesser troch detached.